Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encountered the issue, ordered a battery and advised the biomed to clear the iabp for clinical use once they put in the new battery and obtained verification of it fully charging. Subsequently, it was confirmed that the biomed inserted the new battery into the iabp unit, verified that it charged fully and that the iabp was returned to clinical service. Please refer to mfg report number 2249723-2019-00981 for complaint related to the initial event. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), it was found that battery 2 of the cardiosave intra-aortic balloon pump (iabp) was not charging, and had no capacity. There was no patient involvement, and no adverse event reported.